Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: the product was received in an explant kit in a tan solution. All cusps are slightly stiff, but flexible except where thrombotic appearing host material is present in the outflow of the left and right cusps. Thick layers of pannus cover the inflow margins of attachment extending 1 to 6 mm onto all cusps reducing the inflow orifice area. Pannus also covers the inflow of the right cusp. A layer of blood stained thrombotic appearing host material lines the outflow margins of attachment extending into the bellies of the left and right cusps. Review of the device history record shows that this device met manufacturing specifications when released for distribution. Conclusion: the gross analysis shows that the stenosis was due to thrombus and pannus overgrowth. Reduced performance/lack of effectiveness likely related to the pt's condition. The device was explanted and replaced without reported pt complication.

Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited stenosis, cuspal stiffening, and mild central regurgitation. The noncoronary cusp was reportedly thickened and stiff at the base, resulting in gradients of 70 mmhg. The valve was explanted without reported complication.